Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "system error 105" alarms determined to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed "system error 105". It was also reported that there was no pt involvement.